Manufacturer narrative:
On (B)(6) 2025, the complainant reported a fracture in a PICC line. There is no report of clinical impact to the patient. On 17 jan 2025, the complainant provided the lot number; however, no additional information has been made available. Despite multiple requests, the device has not been returned for evaluation, and no further details regarding the reported issue have been provided. A review of the lot history revealed no nonconformances associated with the reported production lot. Due to the lack of a returned sample and limited information, a root cause could not be determined, and no further investigation is possible.

Event description:
Report of a catheter break.

Manufacturer narrative:
The catheter was returned to avi on 03 march 2025 after submission of the initial MDR. The returned catheter was received trimmed to length at the 2.5cm mark. The remaining trimmed length of the catheter was not returned. There were no indications of a break on the section of the catheter returned to avi. The complaint could not be confirmed.